Event description:
Nurse was working with a patient seated in the htr chair. As nurse attempted to tilt the chair nurse allegedly caught finger on a "burr" on the hollow square tube of the chair. The cut required 3 stitches.